Event description:
The user facility reported that during use of the listed device, a phlebotomist was splashed in the face with blood. The blood reportedly came into contact with the phlebotomist's mucous membranes; after which he reported to the emergency departement for blood born pathogen exposure testing and treatment. No information was provided on how the event occurred. No permanent adverse effects have been reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.